Event description:
During a trochanteric fixation nail (tfn) nailing on (B)(6) 2013, the head of the helical blade coupling screw broke. This occurred while the surgeon was inserting the helical blade. The surgeon was unable to disengage the coupling screw. As a result, the surgeon removed the entire nailing fixation assembly. A hammer was used to extract the nail. The surgeon replaced the initial hardware with another nail fixation system. It was reported that no fragments were left in the patient. Surgery was extended 15 minutes due to the event. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
A product development event evaluation was conducted and the report indicates the head of the returned coupling screw has detached form the shaft at the weld. Numerous dents and dings exist on the head. As noted in prior complaints, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in jan 2007 and is over 6 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use. A review of the device history record indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Corrected from yes to no as the device is not labeled for single use.